Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the device received was manipulated. The pouch is in the original sealed box. There is a "not for human use, for test only" red stamp marked on the backside of the pouch. The defect seen during the product evaluation is that the device is marked with stamp stating "samples not intended for human use" and a yellow sticker on the backside of the pouch.

Manufacturer narrative:
Product complaint (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the sample had a not for human use sticker. There was no patient involvement. No further information is available.